Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), service repair history record (srhr) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of DHR on the subject device noted that it was shipped in accordance with specifications. Repair history review determined that the subject device has not been repaired in the past year. The root cause of the reported issue was not identified. The cause of the event cannot be conclusively determined. Based on the reported information the replacement of the external water filters resolved the problem, clogged external water filters caused the water in the reprocessing basin being weaker than before. It was presumed that the reported event occurred by the external water filters being used longer than recommended period of time. Design of the device or manufacturing cannot be confirmed as factors to cause of the event. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow as instructed on the IFU. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Troubleshooting was provided to the user which included verifying that the tub level sensor covers are not damaged, cleaning of the tub level sensor. The user will replace the internal water filter and perform the water line disinfect. The user will notify tac if the issue continues. To date, no further issue was reported. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the user was having a cycle time issue with the oer-pro when running a cycle and after replacing the water filter. Olympus technical assistance center (tac) provided troubleshooting with the user, during which the user encountered an e01 error, indicating filling the tub with water takes too long. There was no patient involvement on this report. No user harm or injury reported.